Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to pain at the implant site. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.